Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family member reported via phone call that the button would stick. The customer's blood glucose level was unknown at the time of the incident. The insulin pump had unexplained no delivery alarms and it rejected new battery. The customer reported that the cap was stripped and the insulin pump was slower to rewind and was getting worse. The customer reported scratch on the screen. The device will not be returned for analysis.